Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician identified a ventilator inoperative code e-50 indicating 'the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds.' There is no documentation stated on a root cause and/or any component replacement to resolve the issue. The service technician also observed foam particles in the device. The foam insulation needs to be replaced to resolve the issue. Extreme dirt and moisture were observed, the device operating software was upgraded, and correction action was taken to address and repair the device.